Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that during patient treatment, the anesthesia workstation generated a technical error code indicating an open fresh gas safety valve. There was no patient harm. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4). The anesthesia workstation was investigated by our company field service engineer (fse). The reported fault could not be reproduced. No deviations were found and no parts were replaced. The anesthesia workstation was returned to clinical use and there are no reports of the issue having reoccurred ever since. The reported issue can be confirmed in the received device logs but we are unable to determine the cause of the event based on only the log evaluation.

Event description:
(B)(4).